Event description:
It was reported that the user announced a meal in an attempt to correct a high glucose value of 361 mg/dl, which constituted an improper method of use for the ilet system and pertained to the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified related to an improper procedure or incorrect method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.